Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced rate: 50ml/hr- volume to be infused(vtbi) 1000ml and given 0.0ml and confirmed and there was a downstream occlusion, cleared, and pump started back up with bolus information added. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.